Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-jan-07, information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that  the patient had a multitude of issues.  They were not feeling stim and was getting an error message, software problem and cannot provide desired intensity. They were not getting good coverage because they could not increase some programs. Charging was too often and they had difficulty getting a connection while charging. The impedances were checked and certain electrodes were out of range, electrodes 1,2,5, and 9 were 40,000. The patient was programmed around affected electrodes. Amps were now significantly lower than previous programs and charging interval was back to an acceptable level per patient. The patient stated the software problem message was resolved by taking the battery out and putting it back in. They were no longer receiving the oor message and they were able to connect to the ins and get an excellent connection. The patient was happy with their current settings/recharge interval. On 2022-01-10, additional information was received. It was reported the patient was not receiving pain relief so they met with their manufacturer representative and they programmed group a and c and took out a setting and made it so the patient could move it up and down for the rate and pulse and it had been helping. The patient stated they were on opioids but the stimulation had been a lifesaver for them. The patient stated the change in therapy was around december 3rd. The patient mentioned they were seeing a software problem screen and the manufacturer representative had them reset controller which did not resolve the problem. The patient noted that after seeing the rep for programming the screen stopped coming up.  Pt doesnt remember what details of software problem screen said. Pt says rep reprogramming has helped their therapy issue.